Event description:
On november 8, 2006 the lay user/patient contacted lifescan alleging that her one touch ultra only displays "888" when she tries to test on her meter. The medical affairs specialist (mas) listened to the call between the patient and the customer care advocate to obtain/verify the following information. The patient stated that her meter "working" on november 7, 2006, about 5pm on november 7, 2006 the patient had symptoms of sweating profusely, was in and out, and felt like passing out. The patient's daughter attempted to test the patient's blood glucose, but the meter did not "work." Since the patient felt like she was having low blood glucose so the patient ate peanut butter and did not have her daughter contact the emergency services. Earlier on the same day, she mentioned that she tried to test on the meter three times and her daughter tried to test on the meter two time at unspecified times, but was not successful. The patient stated that the she has had the meter since march 2006, has never replaced the battery, and did not have a replacement battery. The customer care advocate walked the patient through inserting test strips into the meter and confirmed that the meter turned on successfully to the "apply sample" screen. The patient felt like she was having low blood glucose symptoms and administered self-care with food; however, this complaint is being reported, because the patient was unable to test on her meter, prior to developing the reported symptoms. Later the same day, she was unable to test on her meter, while experiencing low blood glucose symptoms. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.